Event description:
The customer reported via phone call that he had two no delivery alarms on one old set and another no delivery alarm after he changed the set. Customer changed the set last night and it was working as designed. Customer stated that yesterday he was having a high blood glucose. Customer does not want to troubleshoot for the no delivery alarm or the low blood glucose. Customer had a low blood glucose of 64 mg/dl this morning and treated with food. Customer also had a blood glucose of 454 mg/dl at supper. Customer's current blood glucose was 142 mg/dl at the time. Customer was also getting a no delivery alarm at the time of his high blood glucose. Customer was advised that it could be the cause of the high blood glucose. Customer treated with manual injections. Customer cannot get his prescription filled because he has received no response from his doctor. Customer was advised to do a complete set change. Customer will be sent replacement sets and reservoirs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.